Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for l5-s1 olif with metrx decompression spinal therapy for l5-s1 stenosis and spondylolisthesis. It was reported that the awl / awl shaft got stuck when tried to load it. The flex arm got over loosened and will not tighten anymore. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that the awl shaft became stuck in the awl sleeve and no longer operates smoothly. The flex arm has been broken, usually due to over loosening the knob and unsure if it¿s missing a nut on the opposite side of the knob.

Manufacturer narrative:
H3: product analysis of part# 9561524 lot# my19b001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The internal locking mechanism seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.